Event description:
The surgeon performed a revision surgery to repair nonunion and replace broken nail.

Manufacturer narrative:
Cause: fwb on a non-union. Corrective action: fracture repair and healing is always unique to the patient and the fracture. The surgeon chose to use a pediatric fin nail to treat an old fracture on the furst surgery. Guidance on best practice for sign nailing surgery and implant indications are included in the sign technique manuals; however, no one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect. Report to MDR.